Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 20 mg/dl; cause was unknown. Customer required assistance consuming carbohydrates to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.